Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the physician was attempting to cut the papilla while using a sphinctertome (cook device) and active cord (olympus device). However, during the procedure, the physician noted that the patient twitched as if he/she had been shocked. The physician was able to complete the procedure with this set of devices without any further indications of shock. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the physician was attempting to cut the papilla while using a sphincterotome (cook device) and active cord (olympus device). However, during the procedure, the physician noted that the patient twitched as if he/she had been shocked. The physician was able to complete the procedure with this set of devices without any further indications of shock. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant tested the unit with an electrosurgical analyzer and found that the unit was working properly with no signs of current leakage.

Manufacturer narrative:
The returned unit presented with a broken power switch. Aside from this damage, the unit was in good physical condition, and all other knobs and switches functioned properly. Once this damaged switch was repaired, the unit was subjected to a series of electrical evaluation tests and it passed without issue (including isolation, performance, enclosure, and patient leakage tests). All external and internal connections were checked and verified to be in good operational order. After the broken switch was repaired and the unit was evaluated, a link between the device and the patient shock could not be identified. No loose or intermittent connections were found that would have resulted in a transmission of current from unit to patient. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Manufacturer narrative:
Procedure performed on roughly (B) (6) 2010. Exact date unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.